Manufacturer narrative:
The 2mm drill bit long, 1405-2021 is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation as it was discarded. The product identification necessary to review the specific manufacturing history was not provided. Dhrs for the 1405-2021 were reviewed and no issues were identified during the manufacturing and release of the devices that could have contributed to the problem reported by the company representative. The root cause of the drill breaking is most likely a result of contact with another instrument during the case within the patient's bone, which caused the drill to break. The surgeon chose not to attempt to remove the tip of the broken drill and it remains implanted. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate. Device was discarded.

Event description:
A sales representative reported on 05/10/2016 that during a metatarsophalangeal (mtp) procedure in late (B)(6) 2016, the surgeon was drilling with a 2mm drill bit long (1405-2021) when he hit something in the bone. He kept drilling and the drill tip subsequently broke off. Another drill was available and the surgeon was able to get a different trajectory and complete the procedure without further incident. The sales representative informed (B)(4) on (B)(6) 2016 that the tip was retained in the patient.